Event description:
During a procedure, the maverick2 monorail ptca catheter balloon ruptured. The number of inflations and to what atms is unknown. The lesion being treated was a mid right coronary artery (rca). The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.